Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially complained of getting an error message when attempting to test on coaguchek xs meter serial number (B)(4). The customer attempted another test and was able to get a result of > 8.0 inr at 9:38 a.m. The customer didn't think this result was correct. The customer retested on a different finger at 11:02 a.m. And the result was 2.4 inr. The customer's therapeutic range is 2.0 ¿ 3.0 inr. There was no allegation that an adverse event occurred. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer has not had any diet changes or recent illnesses. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation; replacements were sent. Relevant retention test strips (lot 272163-21) were tested in comparison with the current master lot coaguchek xs pt test strip. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The customer meter and strips were returned for investigation. Only one strip was returned for investigation. The returned meter and strip were tested in comparison to a retention meter and master lot strips. The returned meter was also tested with a master lot strip. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.1 inr, donor 2 inr: 2.2 inr. Donor 1 hct: 52%, donor 2 hct: 46%. Testing results: donor 1: retention meter with masterlot strips: 2.1 inr, customer meter with customer strip and masterlot strip: 1.9 inr and 2.0 inr. Donor 2: retention meter with masterlot strips: 2.3 inr, customer meter with masterlot strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Meter memory was analyzed and the alleged results were verified.